Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for follow up with the pulse generator unable to be interrogated. Additionally, there was no magnet response. The pulse generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings.